Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a patient circuit disconnect alarm and measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying a patient circuit disconnect alarm and measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.